Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the evaluation results, a converter failure may have caused an emergency lamp error. Due to dust buildup, deformation of the emergency lamp harness, and disconnection of the wiring between the power switch and the converter, the converter failure may have been caused by overheating or overcurrent. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the emergency lamp indicator on the front panel lit up due to a failure of the converter unit. -dust had accumulated inside the device. -the emergency lamp harness was deformed. -the wiring between the power switch and the converter was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that the emergency lamp error occurred. This device is an olympus asset and there was no report of patient injury associated with the event.